Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. Analyzation through the event log recorded in the memory inside was attempted to be performed but since the logs had not been written properly as to the hour including occurrence time of the operational stop, an error which had caused the operational stop was unable to be identified. Since event log writing was not processed properly, the cause for the operational stop has been determined to be that the series of processing such as data communication and writing was not executed properly. Therefore, the software version was upgraded to the latest 3.6.1 in which the issue has been corrected. Unit was checked overall, cleaned, run in tests, alarm tested, tested by test station, and calibrated then confirmed there was no abnormality. The bipap a40 system silver is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623